Event description:
It was reported that the device battery depleted in 2.5 years and the right ventricular lead had high thresholds and possible clavicular crush. The device was explanted and replaced. The high voltage portion of the lead remains in use and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.